Manufacturer narrative:
This report wis being handled by the stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicate 06 were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available to manufacturer.

Event description:
Patient called stating that he had left hip replacement on (B)(6) 2006. On (B)(6) 2016 the hip fractured. Patient had a revision done on (B)(6) 2016. This report is for revision of primary due to fracture.